Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The customer reported that there was a big line across the middle of the image. Therefore, the image was unusable. It is possible that the image was retaken, resulting in unintended radiation exposure.